Event description:
It was reported that the customer's batteries in the insulin pump were only lasting a couple of days. The customer's blood glucose was 548 mg/dl. The customer treated himself with insulin pump therapy. Troubleshooting was done. Advised customer to clean the battery cap with a dry cotton swab. Recommended customer to use the energizer aaa alkaline battery. Advised that a replacement battery cap would be sent. Explained to call back if the issue continued. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.